Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a power loss alarm. The customer's blood glucose level was 260 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer has received multiple power loss alarms when batteries are out of the insulin pump less than 10 minutes. The customer was advised to revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed battery power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm due to j6 connector resistance issue on electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the insulin pump was monitored and functioned properly.